Manufacturer narrative:
Because of a defective rinse flow connector, due to leakage or seal, the flow sensor could not be calibrated. With the replacement of the rinse flow connector the problem was solved.

Event description:
Not possible to calibrate the flow sensor. The device alarmed "calibration flow sensor failed".

Manufacturer narrative:
Rinse flow connector was replaced.

Event description:
Hamilton medical ag received the following event description: during the routine daily calibration, device alarmed "calibration flow sensor failed".